Event description:
It was reported that this device emitted beeping tones and when reviewing data via remote monitoring it was noted that the device declared elective replacement indicator (eri). It was noted that at a previously follow up the device showed 58% remaining. A review of the data by engineering noted an increased in the battery usage of this device and explant was recommended. This device remains implanted at this time. No adverse patient effects were reported.